Event description:
The patient was undergoing an elective recoiling of a basilar artery aneurysm. During the case, the physician was retracting the third coil through an enterprise stent and the coil broke and stretched. The stent was then broken while attempting to remove the broken coil with an alligator retrieval device. Another enterprise stent was placed in the basilar artery to secure a small part of the coil to the vessel. Most of the coil was still in the aneurysm.

Manufacturer narrative:
Without the return of the device, no conclusions can be drawn about the root cause of the problem. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device implanted in patient.